Event description:
Country of complaint: (B)(4). While performing a cesarean procedure the surgeon wanted to use novosyn but the needle came off. Box of novosyn sutures was removed of the or after this incident.

Manufacturer narrative:
Mfg site eval: samples rec'd 27 unopened pouches and 3 needles. There are no previous complaints of this code batch. There are no units in OEM stock. Tightness test to the closed samples rec'd has been performed and the units are tight. Tested the needle attachment of the closed samples rec'd and the results fulfill the requirements of the OEM. Review the batch mfg record. This product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.